Event description:
It was reported that during an ongoing vf episode, undersensing and a long vf detection time were observed. This was clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.